Manufacturer narrative:
During evaluation, the following findings were also identified: (a.) The housing switch buttons;1, 4, and 5 were out of specification, (b.) There was delaminated surface damage, the connector was found damp, the connector had a leak, the connector circuit board was corroded, the connector cable had damage, the connector outer shield was faulty, the connector was corroded, the connector flexible circuit board micro, the connector was defective, the connector switch was flexible, the circuit board was corroded, (c.) Condition of switch button no. 1 - 4 button and no. 5 control knob was torn and damaged, (d.) The switch section push button 1 had a pinhole and was out of specification, (e.) The control housing exterior condition of the light guide holder showed signs of chemical, damaged, discoloration, leak, or wear, (f.) The bending section cover showed signs of a gap, the bending section cover adhesive was work, and was white and cloudy, (g.) The light glass cover guide was chipped, cracked, discolored, scratched, and had a sharp edge hook, (h.) The distal tip, rod lens, and light guide was cracked, (I.) The electrical safety test was out of specification, the insulation value was too low, (k.) Out of specification, the connector had a leak. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a leak. The issue was found during reprocessing. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was an electrical continuity error occurring due to fluid ingress in the scope connector. This report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The investigation confirmed results from the customer¿s claim, which resulted in lack of conformity regarding the last major repair dated april 2023. It was also noted electrical continuity issues were observed during the incoming inspection caused by water invasion of the scope. Additional findings were found, and are as follows: complete loss of the image function plus error code message e315 is displayed. This was caused by moisture ingress identified with the display on the monitor or another error code of e216. Moisture ingress was found throughout the instrument. Signs of corrosion detected on the plug unit, circuit board, and also on the cable, caused by moisture penetration. The key top 1 was pieced but leak-free. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely leakage occurred at suction connector and water invaded the device during device handling by the user. As a result, an abnormality occurred in the electrical component, and the suggested event occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.